Event description:
The customer contact reported a leak. The tubing set was being used to deliver 250ml normal saline, at a rate of 250ml/hr, via a plum a+ pump. Within the first 30 seconds after the infusion was started, the customer contact reported 1ml of solution leaked from an unspecified location on the tubing set. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
One sealed device was received and evaluated. The device passed testing. During testing, no leak was noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.